Manufacturer narrative:
This report is submitted on may 12, 2021.

Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The patient underwent a revision surgery on (B)(6) 2020, in order to reposition the electrode. The implanted device remains.